Event description:
It was reported that during reprocessing a maryland bipolar forceps instrument, a broken cable was identified. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch cable frayed at the proximal clevis hub. The clevis did not exhibit any wear. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable, if to recur could cause or contribute to an adverse event.